Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b7, h6.

Event description:
Healthcare professional reported right capsular contracture baker grade iii/IV. Deflation was not reported. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed deformation on the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, e1, h3, h6.

Event description:
Healthcare professional reported the event of right side deflation. Healthcare professional later reported right capsular contracture baker grade iii/IV. Deflation was not reported. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported the event of right side deflation. Device remains implanted.